Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed a dotted line and did not display the ECG in any lead. The complainant indicated that there was no pt involvement in the reported malfunction.